Event description:
It was reported that insert trial cracked upon insertion during trialing.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon modified insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed that the component was fractured. Material analysis of the component concluded that the rail of the returned modified hollow cr tibial insert trial broke from overload conditions. No material or manufacturing defects were observed during this examination. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no other similar complaints reported for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of overload conditions. No material or manufacturing defects were observed during examination.

Event description:
It was reported that insert trial cracked upon insertion during trialing.